Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that during pre-testing for setup, the user found a leak in the disposable set. After changing to a new one, it worked normally. No injury or adverse effects reported.